Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the entire bullet tip came off the scope while inside the pt's leg. The pieces were retrieved through the original incision. The lot number was not recorded by the hospital and is unavailable, as the product was discarded. The event date and surgeon's name is unk.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A device lot history review could not be performed, as no lot number was reported. A supplemental report will be submitted if additional info is obtained. (B)(4)